Event description:
The user reported that they found the system shut down when they arrived in the morning. The customer said the rotary interlock box was burned and that there were burn marks on the floor.

Manufacturer narrative:
Based on information reported by the customer, the instrument was not functioning when they arrived in the morning. There were burn marks on the floor, but the lab sprinklers did not go off. No injuries were reported. The rotary interlock switchbox from the device was returned to waters. A supplemental MDR will be sent when the results of the investigation of the returned component are completed.